Event description:
It was reported that the patient indicated the inflatable penile prosthesis was not working as it did not achieve a satisfactory erection. The physician noted that this was due to penile curvature and the patient was unable to follow post-op cycling instructions due to an unrelated cardiac event. The physician removed the 1 cm rear tip extender and remodeled the penis. No patient complications were reported.

Manufacturer narrative:
Based upon all available data, the data reasonably suggests the clinical events of the device not achieving satisfactory erection, where the physician noted penile curvature requiring surgical rear tip extenders and remodeled the penis are anticipated in nature and severity as per the instructions for use (IFU) and hazard analysis (ha). The length of the device was determined to be inadvertent/unintentional interaction. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that inadvertent/unintentional interaction was the most probable cause of the complaint/event.

Event description:
It was reported that the patient indicated the inflatable penile prosthesis was not working as it did not achieve a satisfactory erection. The physician noted that this was due to penile curvature and the patient was unable to follow post-op cycling instructions due to an unrelated cardiac event. The physician removed the 1 cm rear tip extender and remodeled the penis. No patient complications were reported.